Event description:
It was reported by the rn "this introducer would not go into the vein-it kept bending at the bended area". No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the rn "this introducer would not go into the vein-it kept bending at the bended area". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of regq2383 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting an introducer confirmed but the exact cause remains unknown. One 5 fr x 7 cm microez microintroducer was returned for evaluation. The dilator was present within the grey sheath. Blood residue was present on the device. The dilator and grey sheath contained a slight bend and curve along the shaft. Wrinkling in the grey sheath was observed at the bent region. Microscopic inspection of the sheath tip did not reveal any apparent deformation or damage to the tip taper. Based on the information provided, possible contributing factors include advancement against resistance and inadequate skin knick. While damage to the sheath was observed on the returned sample, the root cause of the damage could not be determined. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the rn "this introducer would not go into the vein-it kept bending at the bended area". No other information was provided.